Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the blue tip of the epidural catheter broke off within a patient during use. The clinician was removing the catheter when resistance was met. When the catheter was pulled and removed, the tip was not intact. A CT was performed, but the tip was not seen on imaging. The patient has normal vitals and a normal neurological assesment at the time of the incident. The facility will continue to monitor the status of the patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was returned in connection with this complaint. However, a picture was submitted that depicts the defect. Visual examination of the picture notes that the catheter is stretched out and the tip is broken off. However, per the customers report, "the clinician was removing the catheter when resistance was met. The catheter was pulled on and when removed the tip was not intact", "placing catheter back through the needle causing tip of the catheter to shear". User should refer to IFU which states, "when removing catheter, excessive force should never be applied. If catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." And "do not withdraw the catheter through the needle due to the possibility of shearing or kinking". User should refer to IFU which states, "when removing catheter, excessive force should never be applied. If catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." And "do not withdraw the catheter through the needle due to the possibility of shearing or kinking". Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.